Manufacturer narrative:
B7: added medical history. D6: corrected implant date. D4: added lot #, expiration date, di #. H4: added device manufacture date. H6: updated method/results codes. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6)06; including total abdominal hysterectomy, bilateral salpingo-oophorectomy, exploratory laparotomy, cholecystectomy and hernia repair ventral hernia repair with proceed mesh, were not provided. (B)(6)06: (B)(6). Radiology-CT abdomen/pelvis. Findings: abdomen: 2 mm calculus within the lower pole of the right kidney. No left renal calculi. No ureteral calculi. Retroaortic left renal vein. Visualized portions of the liver are normal on this noncontrast exam. 21 mm fat containing right adrenal adenoma. Left adrenal gland is normal. Multiple calcifications are noted throughout the pancreas, likely the sequela of chronic pancreatitis. Spleen is normal. Small bowel is normal in caliber. No abdominal adenopathy. No free fluid. Postoperative changes following prior ventral hernia repair are identified. Pelvis: area of the mid transverse colon which is poorly filled, just adjacent to hernia mesh. Subcutaneous skin scar within the right lower quadrant. Distal ureters and urinary bladder are normal. Appendix is normal. No pelvic adenopathy. No free fluid. No aggressive osseous lesions. Impression: abdomen: right nephrolithiasis. 2 mm calculus within the lower pole of the right kidney. No obstruction. Changes consistent with chronic pancreatitis. 21 mm benign fat containing right adrenal adenoma. Postoperative changes following prior ventral hernia repair. Pelvis: no bladder calculi. (B)(6)07: (B)(6). Radiology-CT abdomen/pelvis with contrast. Clinical data: recent 20 lb. Weight loss and abdominal pain. Impression: abdomen: circumferential thickening of the wall of the pyloric channel, not noted on previous study; uncertain clinical significance; should be correlated clinically. No change 2.4 x 1.3 cm right adrenal nodule. Changes of chronic pancreatitis. Postsurgical changes of ventral hernia mesh repair. Pelvis: questionable mild circumferential thickening of wall of terminal ileum. Previous hysterectomy. (B)(6)07: (B)(6). Office visit. Follow up for chronic abdominal pain and insomnia. Weight 142. Exam: incisional hernia midline, reducible. Impression/plan: hernia, consult surgery for opinion. Abdominal pain: ? Hernia related ¿ patient did have repair in past with relief of pain. (B)(6)08: (B)(6). Office visit. Large ventral/incisional hernia that has become acutely worse over past several months. Has been present since her lengthy hospitalization years ago for an open cholecystectomy. She reports this is associated with nausea, constipation and diarrhea. Hernia is easily reducible, and has not caused episodes of severe pain. Past history: weight loss, diverticular disease. Weight 133.6. Exam: 10¿ diameter easily reducible epigastric hernia. Impression: large ventral/incisional hernia since cholecystectomy in 2002, has become increasingly symptomatic. The events surrounding the surgery, the need for her large midline incision, and prolonged hospitalization are not entirely clear. Also has recent weight loss, the reasons for which have not been completely elucidated. Plan: ventral hernia repair on (B)(6)08 along with the usual preoperative lab work and radiographs. Contact (B)(6) hospital to obtain records from previous hospitalizations. (B)(6)08: (B)(6). Anesthesia record. Weight 60 kg. (B)(6)08: (B)(6). Operative report. Preoperative diagnosis: recurrent ventral incisional hernia, status post repair. Postoperative diagnosis: recurrent ventral incisional hernia, status post repair. Procedures: laparoscopic repair of ventral incisional hernia. Tedious lysis of adhesions of colon to old mesh (1.5 hours). Tedious lysis of adhesions of small bowel to old mesh (additional 1.5 hours). Specimen: none. Complications: none. Estimated blood loss: 500. Indications for procedure: ¿the patient is an elderly african-american female who previously underwent laparoscopic ventral hernia repair. She presents with recurrent hernia and pain.¿ findings at the time of procedure: ¿the viscera including small bowel and colon were densely adherent to the patient¿s mesh in the vertical midline. Either the mesh did not function as it was intended or it was placed inside out during her previous repair.¿ details of the procedure: ¿with informed consent, the patient was brought to the operating room where she was positioned supine on the operating table. She underwent an uneventful induction followed by preparation in the skin with duraprep and draping in the usual sterile fashion. The patient had an ioban placed over the abdomen. The patient also had sequential compression device boots, foley catheter, orogastric tube, and intravenous antibiotics prior to the incision. We began by gaining access to the abdomen through a left small subcostal incision through which we inserted the trach hook and the veress needle. After reassuring glass syringe saline drop test, we insufflated with low pressure and high flow, which the patient tolerated well. We then introduced a 5-mm port at this region and used this to look around for incidental pathology or iatrogenic injury. After finding neither, we placed for [sic] additional ports throughout the abdomen with 2 in the right upper quadrant, a third in the left lower quadrant, and a fourth in the right lower quadrant. We used these ports to tediously dissect out the adhesions from the small bowel and colon, which were adherent to the interior of the hernia sac itself. When this was complete, we achieved hemostasis through a combination of endoloops and bovie electrocautery. We then took an 18 x 24 piece of dual mesh, placed cardinal stitches, and brought it up to the abdominal wall at 6 points. Following this, we used the protacker to go around the periphery and sealed the mesh down to the fascia. We did have to leave some of the patient's old mesh in situ on the abdominal wall and on the large and small bowel. This was performed because it was too risky to further d bride [sic] the mesh material and risky [sic] injury of the small bowel, which might threaten internal hernia repair. The patient tolerated the procedure well. All needle, sponge and instrument counts were correct at the end of the case. There were no intraoperative complications. I was present for the entire procedure and performed it myself.¿ (B)(6)08: (B)(6). Implant sticker: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 05160870 [redacted information]. W.l. Gore & associates. (B)(6)08: (B)(6). Intraoperative record. Asa: 2-mild systemic disease. Implants: item #: id442368. Device description: mesh dual plus 18cm x 24 cm. Body site: abdomen. Quantity: 1. Wasted: 0. Lot #: 05160870. Manufacturer: w.l. Gore & associates inc 230. Mfg catalog #: 1dlmcp06. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/05160870) was implanted during the procedure. (B)(6)08: (B)(6). Radiology-abdomen x-ray. Clinical data: abdominal pain with gastric distention, status post ventral hernia repair, abdominal distention. Impression: portable chest gas in both large and small bowel extending to distal colon with some air-fluid levels noted in right colon. More likely due to ileus than obstruction. (B)(6)08: (B)(6). Discharge summary. Discharge diagnosis: ventral hernia. Discharge condition: stable. History of present illness: 60-year-old female who presented to surgery clinic with approximately 10-inch diameter ventral hernia. Patient states that this hernia has been in place since exploratory laparotomy in (B)(6) hospital. Patient states that hernia has been acutely worsening over the last several months. Patient denies any nausea, constipation or vomiting. Initial surgery was an open cholecystectomy that was done at an outside hospital. Past medical history: gastroesophageal reflux disease, colon polyps, osteoarthritis. Past surgical history: cholecystectomy and hernia repair in 2002. Hysterectomy. Hospital course: admitted for elective laparoscopic repair of ventral hernia on (B)(6)18. Procedure was technically difficult due to large amount of adhesions to the colon, the old mesh, and from small bowel to the old mesh found within patient. Estimated blood loss of approximately 500. Transferred to post-anesthesia care unit after receiving fluid resuscitation in the operating room and continued to have moderately low blood pressures. Transfused 2 units of red blood cells and hematocrit responded to normal levels appropriately. Then transferred to short-stay service and was cared for by emergency general surgery team. Physical and occupational therapy were consulted on hospital day #1 to help get patient out of bed. Patient slowly over next 2 days weaned off patient-controlled analgesic and started on oral medications. Foley removed on hospital day #1; able to urinate without problems. On (B)(6)08, patient had improved physical conditions and physical therapy and occupational therapy signed off staying patient was safe to go home. Patient switched to appropriate pain management overnight, and on (B)(6)08, after reviewing labs and vital signs, it was felt that patient was safe for discharge home with surgery clinic follow up; (B)(6)08 with dr. (B)(6). Follow up with primary care doctor within 2-3 days for follow up hospital care and in regards to blood pressure medicine. (B)(6)08: (B)(6). Discharge instructions. Discharge activity: avoid strenuous activity or lifting in excess of 10 lbs. Until cleared by your surgeon to do. No driving a motor vehicle or operating heavy equipment until cleared by your surgeon to do. May shower, let water run over wound. Gently pat dry. Do not soak in tub or whirlpool for 7 days or until wound is closed. (B)(6)08: (B)(6). [Illegible signature]. Emergency room visit. Nausea/vomiting and right upper quadrant pain; severity 10/10. Abdomen exam: soft, exquisitely tender to palpation left upper quadrant, ventral hernia palpable small hernia left lower quadrant at scar non reducible. Assessment/plan: recently status post hernia repair (B)(6)08, presents with nausea, vomiting, 10/10 abdominal pain. Admit. (B)(6)08: (B)(6), attending. Radiology-abdomen series with chest x-ray. Clinical data: abdominal pain, nausea, vomiting, status post hernia repair last week. Findings: surgical coils in keeping with prior hernia repair are again seen. Impression: chest: small right-sided pleural effusion improved compared to prior. Left basilar atelectasis. Abdomen: nonobstructive bowel gas pattern without evidence of pneumoperitoneum. (B)(6)08: (B)(6), attending. Radiology-CT abdomen/pelvis with contrast. Indication: status post abdominal hernia repair with abdominal pain, nausea/vomiting. Findings: abdomen: minimal bibasilar atelectasis noted. No pleural effusions or nodules present. Visualized heart appears normal. Liver is normal in size without focal mass lesion. Mild intrahepatic and extrahepatic biliary ductal dilatation is noted. Common bile duct measures approximately millimeters in diameter. 2 cm right adrenal adenoma is again noted, unchanged in appearance from prior. Fatty-replaced pancreas with scattered calcifications noted, suggestive of changes from chronic pancreatitis. Kidneys are normal in appearance without hydronephrosis. Postoperative changes consistent with ventral abdominal or hernia repair are noted. Multiple abdominal tacks and surgical mesh are noted. Additionally, noted is a fluid collection 9.9 x 3.4 x 10.2 cm (transverse by ap by craniocaudal) anterior to the ventral mesh which appears largely hypodense. Fluid collection does demonstrate minimal surrounding soft tissue thickening and stranding. Ventral hernia mesh, however appears intact. No evidence of recurrent bowel herniation. Small amount of perihepatic and perisplenic ascites is noted. Stomach and duodenum appear normal. Visualized large and small bowel is normal in caliber without evidence of wall thickening, perforation or obstruction. No intra-abdominal adenopathy or free fluid. Pelvis: the visualized small bowel, sigmoid colon, and rectum are normal in caliber. Bladder and distal ureters appear normal. Uterus is surgically absent. Mild free fluid is noted within the pelvis and right lower quadrant. No pathologic pelvic or inguinal lymphadenopathy. Impression: abdomen: postoperative changes consistent with ventral hernia mesh repair with moderately size fluid collection with associated subcutaneous stranding anterior ventral mesh. This may represent postoperative seroma versus infected fluid collection. Mild intrahepatic and extrahepatic biliary ductal dilatation. Minimal perihepatic and perisplenic ascites. Fatty replacement of pancreas with scattered calcifications, suggestive of changes from chronic pancreatitis. Benign right adrenal adenoma, unchanged from prior. Pelvis: mild pelvic ascites. (B)(6)08: (B)(6). Discharge summary. Discharge diagnosis: partial small bowel obstruction. Hospital course: pleasant elderly female who approximately 5 to 7 days, status post lap ventral hernia repair. She was having some intractable nausea and vomiting for approximately 3 days without a bowel movement prior to her admission from the emergency department on (B)(6)08. CT abdomen and pelvis was performed, which showed moderate grade small bowel obstruction. She was given adequate hydration and a bowel regimen and she was able to have a bowel movement several hours later. She was able to tolerate a regular diet before discharge and was passing flatus without nausea or persistent vomiting. On serial examination, her abdomen was soft, nontender, and nondistended with audible bowel sounds in all 4 quadrants. On hospital day #2, it was deemed that ms. Corley had reached maximum benefit from her hospital stay, and was discharged home with continued instructions on taking her laxative medication and the importance of doing this especially while on percocet. Discharge condition: stable. Discharge disposition: patient is to be discharged home. Colace while taking percocet. Senna while taking percocet. Keep follow up appointment with dr. Calland. (B)(6)08: (B)(6). Emergency room visit. Abdominal pain with distension, worsening over past day. Exam: gastrointestinal; upper abdomen tenderness and distension. Assessment/plan: abdominal distension, 10/10 pain, nausea. Discharge home. Follow up with dr. Calland in 1 week. Vicodin as needed. (B)(6)08: (B)(6). [Illegible signature]. Consultation-surgery. Complains of 20 hour increasing abdominal pain. Not lifting/straining at onset. Gradual worsening of pain. Associated nausea. Hot/cold flashes but no specific fevers. Assessment/plan: abdominal pain with CT of increased fluid but no obstruction and labs normal. Discharge home. (B)(6)08: (B)(6). Radiology-abdomen series with chest x-ray. Clinical data: status post ventral hernia repair, needs abdominal x-ray to evaluate for small bowel obstruction. Findings: abdomen: coils from a ventral hernia mesh repair are again noted. Nondilated nonobstructive bowel gas pattern. A few nonpathologic appearing air-fluid levels are seen within the abdomen. Impression: chest: right lower lobe atelectasis. Concomitant consolidation or tiny right pleural effusion are less likely. Abdomen: no evidence of obstruction, ileus, or pneumoperitoneum. Prior ventral hernia mesh repair. (B)(6)08: (B)(6). Radiology-CT abdomen/pelvis. Clinical data: worsening abdominal distension status post ventral hernia repair; evaluate for reopening of hernia. Findings: abdomen: small right pleural effusion with underlying atelectasis, slightly increased compared to prior exam. Mild intrahepatic and extrahepatic biliary ductal dilatation persists, not significant change compared to prior exam. Benign right adrenal adenoma is again noted. Significant atrophy pancreas with scattered pancreatic calcifications, suggestive of changes from chronic pancreatitis. Postoperative changes consistent with ventral hernia repair with mesh and tacks again noted. Fluid collection anterior to the ventral mesh is again noted and appears somewhat increased in size compared to prior now measuring approximately 12.1 x 7.0 x 10.2 cm, increased compared to prior measuring 9.9 x 3.4 x 10.2 cm. The amount of intraperitoneal fluid just deep to the ventral hernia mesh repair is also increased compared to prior exam. Right lower quadrant ascites and right paracolic gutter ascites is also increased in the interval. Pelvis: degree of pelvic ascites has slowly increased in interval compared to prior exam. Impression: abdomen: postoperative changes with ventral hernia repair with interval increase in size of anterior subcutaneous fluid collection as described above. Again this may represent postoperative seroma or infected fluid collection. Interval increase in intraperitoneal fluid particularly within the regions just posterior to the surgical mesh and along the right lower quadrant. Mild intrahepatic and extrahepatic biliary ductal dilatation, unchanged. Fatty replacement of the pancreas with scattered pancreatic body calcifications, likely represent changes from chronic pancreatitis. Benign right adrenal adenoma, unchanged. Pelvis: moderate pelvic ascites, increased in the interval compared to prior exam. (B)(6)08: (B)(6). Office visit. Follow up. Patient had surgery, needs something for pain. Exam: abdomen; soft, bowel sounds present, mild tender to palpation umbilical region, no rebound, no guarding, scars well-healed. Assessment/plan: ventral hernia, small bowel obstruction, recovering from surgery. Continue pain medications, bowel regimen, follow up with surgery tomorrow. New medications: percocet, colace, senna. (B)(6)08: (B)(6). Office visit. Chief complaint: abdominal pain. Subjective: (B)(6)08 underwent an extensive and tedious lysis of adhesions of the colon and small bowel from a proceed mesh placed in 2005 for ventral hernia. This was subsequently replaced with dual mesh, which she returns today for follow-up visit. She states she is still having abdominal pain, which is different from the abdominal pain that she had previously. It is worsened by activity, but does not change when she eats. Nothing makes it better except for narcotic pain medications. She is not having radiation and this is mostly present in the right upper quadrant and epigastrium. She is without nausea and vomiting. She states that she is having 2 bowel movements per week when her normal is once per day. She is not having any stools. She is also not having any fevers or chills, or other constitutional symptoms. Exam: temperature 36.2. Weight 133 lbs. Abdomen: soft, distended, due to seroma present over mesh, tender in the right upper quadrant and epigastrium on deep palpation cardinal sites visualized and seen to be without purulence or drainage. Assessment/plan: has had classic problems status post implantation of a proceed mesh - an ethicon product that was recalled recently because of problems with adhesions and fistulas. Today, in clinic, she has had reasonable weight gain and this is encouraging since it means that her small bowel is working and she is not having obstructive symptoms and we will continue to monitor her for this. She also has small amount of pain from what I believe to be the cardinal sutures therefore we have prescribed neurontin to help control; if tolerate, to take it; and if it helps, to continue and if not, to stop it. With regard to her bowel movements, take some senokot; prescription written. Should her pain not diminished we will also when she returns in 1 month consider pain clinic appointment so as to optimize her pain control. The ring lesion with small area of erythema present on her abdomen, which has been present for a while. Dermatology consult for the small ring lesion, which was visualized on her abdomen, which could possibly be fungal. (B)(6)08: (B)(6). Emergency room visit. Abdominal pain with distension worsening over past day. Abdomen: upper abdomen tenderness, distension. Assessment/plan: status post ventral hernia repair 2 weeks ago now with abdominal distension, 10/10 pain, nausea. Concerned for re-opening of hernia vs. Small bowel obstruction. (B)(6)08: (B)(6). Radiology-abdomen x-ray. Clinical data: acute onset abdominal [pain], nausea/vomiting. Findings: bowel gas pattern is within normal limits. Multiple air-fluid levels are noted in the colon, likely physiologic. Air filled redundant sigmoid colon. Moderate stool is seen in the rectum. No pathologic-appearing masses or calcifications. No evidence of pneumoperitoneum. Postsurgical changes of ventral hernia repair are again noted. Impression: nonobstructive bowel gas pattern and no evidence of pneumoperitoneum. (B)(6)08: (B)(6), attending. Radiology-CT abdomen/pelvis with contrast. Clinical data: abdominal pain, nausea/vomiting. Findings: abdomen: interval resolution of small bilateral pleural effusions. Mild bibasilar atelectasis. Mild intrahepatic and extra hepatic biliary ductal dilatation, unchanged. Parenchymal calcifications and partial fatty atrophy of the pancreas, suggestive of changes of chronic pancreatitis, unchanged. Punctate calcification within the inferior pole of the right kidney, unchanged. Kidneys are otherwise normal in appearance without hydronephrosis. Again noted are postsurgical changes of ventral hernia repair with extensive mesh present. Again noted is large fluid collection anterior to the mesh, measuring approximately 12.4 x 6 x 11.5 cm, not appreciably changed. This fluid collection causes mass effect on the underlying peritoneal surface. Moderate free fluid within the abdomen, particularly underlying the mesh and within the right lower quadrant, increased. Note is made of mild interval enlargement of the diameter of the appendix. It now measures 8 to 9 mm in largest diameter versus prior measurement of 6 mm. Contrast material is again noted within the proximal portion of the appendix. Small scattered foci of air are also noted within the appendix, including at its tip. No definite peri appendiceal soft tissue stranding, but the appendix is situated within ascites. Stomach and duodenum are unremarkable. Visualized small and large bowel are normal in caliber. Impression: abdomen: mild interval enlargement of the diameter of the appendix. This finding is suspicious for acute appendicitis. Large fluid collection overlying ventral hernia mesh, unchanged. Moderate ascites, particularly underlying the mesh and within the right lower quadrant, increased. Punctate right renal calculus. Mild intrahepatic and extra biliary ductal dilatation, unchanged. Interval resolution of small bilateral pleural effusions. Contrast extravasation occurred without any intravenous contrast material administered. Pelvis: moderate ascites. (B)(6)08: (B)(6). [Illegible signature]. Consultation. Complains of nausea/vomiting/abdominal pain. Exam: abdomen; tender over seroma, slightly distended. Assessment/plan: abdominal pain over seroma. Admit to dr. (B)(6). Intravenous fluid bolus. Ertapenem. Pain control. Serial abdomen exams. (B)(6)08: (B)(6). [Illegible signature]. Anesthesia record. Weight 67 kg. Quit tobacco 10 years ago; no alcohol; no drugs. Asa 3e. (B)(6)08: (B)(6). Operative report. Preoperative diagnosis: appendicitis. Mesh infection. Postoperative diagnosis: appendicitis. Mesh infection. Procedure performed: lysis of adhesions (>4 hours). Open appendectomy. Excision and explantation of previous 2 mesh repairs (2 hours). Complex abdominal reconstruction with implantation 16x20 cm alloderm prosthesis. Non-anatomic liver resection (2x2x5 cm from medial aspect of left lateral segment). Primary closure of small intestine serosal injury. Primary closure of colonic serosal injury. Primary closure of gastric serosal injury. Resection of greater omentum. Diagnostic laparoscopy. Double layer primary closure of small intestine enterotomy. Assistant: (B)(6). Complications: none. Anesthesia: general. Intravenous fluids: 500 crystalloid, 1 l hextend. Estimated blood loss: 900 ml. Specimen sent: fascia, explantation with mesh, and appendix sent for pathology. Drains: two flat jp drains #10 were inserted above the fascia repair with the alloderm. Disposition: pacu [post anesthesia care unit]. Brief history: ¿(B)(6) is a 61-year-old female who has had a previous repair of ventral hernia with proceed mesh and then with subsequent laparoscopic mesh repair. She has had failure to thrive with difficulty maintaining her nutritional status with multiple episodes of nausea and vomiting. She most recently presented to the emergency room yesterday with nausea and vomiting and abdominal tenderness. CT scan showed that there was free fluid in the abdomen along with a large seromata 9 cm above the previous mesh repair. Furthermore, they noted that there was an enlarged appendix consistent with appendicitis. As a result, we took her for exploratory laparoscopy, which then got converted to a laparotomy.¿ description of procedure: ¿patient was brought to the operating room and placed in supine position. Preoperative antibiotics were given in the form of cefoxitin and these were redosed each 4-hour mark until the completion of the procedure. Anesthesia was administered and the patient¿s abdomen was prepped and draped in the usual fashion. We commenced with peri-umbilical hasson technique entry into the peritoneum and insufflation once a 10 mm port was placed. We then examined the area with a camera and noted multiple adhesions, foul turbid fluid, and as a result we aborted laparoscopic approach and converted the case into a full midline laparotomy incision. The difficulty with the case became apparent once we noted that the old proceed mesh was adherent to all underlying structures including small bowel, large bowel, stomach and liver. As a result, we carefully lysed adhesions from these entire contents to the mesh carefully over the proceeding 4-5 hours. This was successfully completed. We did have to take a 2x2x5 cm cuff of liver which we hemostasis satisfactorily; however, this was quite adherent to the mesh removed. Furthermore, we did encounter 1 enterotomy into small bowel, which we repaired primarily with interrupted silk popped sutures. Tedious dissection of the proceed mesh also caused a 2 cm serotomy in the stomach, which we repaired primarily by #3-0 silk pops as well. We also found a serotomy over the transverse colon, which we repaired with interrupted silk pop sutures, which we used to imbricate the serotomized portion. We then proceeded with the lysis of adhesions carefully identifying all abdominal structures and noting no other pathology. Once we explanted the previous 2 mesh, we then turned our attention to the right lower quadrant and identifying the appendix which seemed engorged and slightly enlarged, as a result we did appendectomy by crushing the base of the appendix, and tying it off with a silk tie #2-0, and then tying off the mesoappendix as well. We then buried the stump of the appendix using a vicryl suture. We then obtained 16x20 cm alloderm mesh, which we fastened to the fascia in an interrupted fashion maintaining tension upon this mesh at all times. This was secured to the fascia using interrupted prolene sutures. Prior to the final closure, we did confirm instrument count and then we proceeded with closing the muscle layer above the alloderm mesh layer in an interrupted fashion in order to more easily oppose the skin above. We did lay 2, #10 flat jp over this muscle layer and 1, #10 flat jp under this muscle layer, but above the alloderm mesh. We then irrigated the wound copiously and then closed the wound with vertical mattress sutures and staples. We covered the wound with primapore dressings and secured the drain stitches. The patient tolerated the procedure well and transferred to the postoperative care unit in stable condition. Of note, since more than 70 lap towels were used during this case. Our protocol is to check the abdomen with the plain film abdomen and this was checked and was proven to be negative.¿ continued on attachment. - attachment: [event 41341 continuation h10.11.pdf].

Manufacturer narrative:
H6: updated results code 1 for sterilization evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for manufacturing evaluation.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (B)(6) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6)2006 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: smoker: (B)(6)2006: ¿occasional tobacco¿. (B)(6)2007: ¿smoked ½ pack per day for 25 years, none since 1998.¿ (B)(6)2008: ¿quit tobacco 10 years ago.¿ chronic pancreatitis, gastroesophageal reflux disease [gerd], hypertension, (B)(6)2007: nonobstructive schatzki ring [a ring of tissue that forms inside the esophagus]. (B)(6)2007: chronic abdominal pain. Surgical procedures: 1960¿s: total abdominal hysterectomy and bilateral salpingo-oophorectomy, unknown date: exploratory laparotomy, 2002: cholecystectomy and hernia repair, 2005 ventral hernia repair with proceed mesh, (B)(6)2008: laparoscopic repair of ventral incisional hernia. Tedious lysis of adhesions of colon to old mesh (1.5 hours). Tedious lysis of adhesions of small bowel to old mesh (additional 1.5 hours). Implant: gore® dualmesh® plus biomaterial. (B)(6)2008: lysis of adhesions (>4 hours). Open appendectomy. Excision and explantation of previous 2 mesh repairs (2 hours). Complex abdominal reconstruction with implantation 16x20 cm alloderm prosthesis. Non-anatomic liver resection (2x2x5 cm from medial aspect of left lateral segment). Primary closure of small intestine serosal injury. Primary closure of colonic serosal injury. Primary closure of gastric serosal injury. Resection of greater omentum. Diagnostic laparoscopy. Double layer primary closure of small intestine enterotomy.¿ relevant medical information: (B)(6) 2006: CT abdomen/pelvis [a/p]. ¿impression: abdomen: right nephrolithiasis. 2 mm calculus within the lower pole of the right kidney. No obstruction. Changes consistent with chronic pancreatitis. 21 mm benign fat containing right adrenal adenoma. Postoperative changes following prior ventral hernia repair .¿ (B)(6) 2007: CT a/p. ¿recent 20 lb. Weight loss and abdominal pain. Impression: abdomen: circumferential thickening of the wall of the pyloric channel, not noted on previous study.¿ ¿changes of chronic pancreatitis. Postsurgical changes of ventral hernia mesh repair.¿ implant preoperative complaints: (B)(6) 2007: ¿follow up for chronic abdominal pain and insomnia. Weight 142 [lbs.]. Exam: incisional hernia midline, reducible. I mpression/plan: hernia, consult surgery for opinion. Abdominal pain: ? Hernia related ¿ patient did have repair in past with relief of pain.¿ (B)(6) 2008: ¿large ventral/incisional hernia that has become acutely worse over past several months. Has been present since her lengthy hospitalization years ago for an open cholecystectomy. She reports this is associated with nausea, constipation and diarrhea. Hernia is easily reducible, and has not caused episodes of severe pain.¿ ¿exam: 10¿ diameter easily reducible epigastric hernia. Impression: large ventral/incisional hernia since cholecystectomy in 2002, has become increasingly symptomatic. The events surrounding the surgery, the need for her large midline incision, and prolonged hospitalization are not entirely clear.¿ ¿plan: ventral hernia repair on (B)(6) 2008...¿ (B)(6) 2008: indication. ¿the patient is an elderly african-american female who previously underwent laparoscopic ventral hernia repair. She presents with recurrent hernia and pain.¿ implant procedure: laparoscopic repair of ventral incisional hernia. Tedious lysis of adhesions of colon to old mesh (1.5 hours). Tedious lysis of adhesions of small bowel to old mesh (additional 1.5 hours). [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/05160870, 18cm x 24cm x 1mm thick] implant date: (B)(6) 2008 [hospitalization dates (B)(6) 2008] wound classification: unknown. Findings: ¿the viscera including small bowel and colon were densely adherent to the patient¿s mesh in the vertical midline. Either the mesh did not function as it was intended or it was placed inside out during her previous repair.¿ description of hernia being treated: ¿we began by gaining access to the abdomen through a left small subcostal incision through which we inserted the trach hook and the veress needle. After reassuring glass syringe saline drop test, we insufflated with low pressure and high flow, which the patient tolerated well. We then introduced a 5-mm port at this region and used this to look around for incidental pathology or iatrogenic injury. After finding neither, we placed for [sic] additional ports throughout the abdomen with 2 in the right upper quadrant, a third in the left lower quadrant, and a fourth in the right lower quadrant. We used these ports to tediously dissect out the adhesions from the small bowel and colon, which were adherent to the interior of the hernia sac itself. When this was complete, we achieved hemostasis through a combination of endoloops and bovie electrocautery.¿ implant size and fixation: ¿we then took an 18 x 24 piece of dual mesh, placed cardinal stitches, and brought it up to the abdominal wall at 6 points. Following this, we used the protacker to go around the periphery and sealed the mesh down to the fascia. We did have to leave some of the patient's old mesh in situ on the abdominal wall and on the large and small bowel. This was performed because it was too risky to further d bride [sic] the mesh material and risky [sic] injury of the small bowel, which might threaten internal hernia repair. (B)(6)2008: discharge. ¿hospital course: admitted for elective laparoscopic repair of ventral hernia on (B)(6)2018. Procedure was technically difficult due to large amount of adhesions to the colon, the old mesh, and from small bowel to the old mesh found within patient. Estimated blood loss of approximately 500. Transferred to post-anesthesia care unit after receiving fluid resuscitation in the operating room and continued to have moderately low blood pressures. Transfused 2 units of red blood cells and hematocrit responded to normal levels appropriately.¿ ¿patient slowly over next 2 days weaned off patient-controlled analgesic and started on oral medications.¿ on (B)(6) 2008, patient had improved physical conditions and physical therapy and occupational therapy signed off staying [sic] patient was safe to go home.¿ relevant medical information: (B)(6) 2008: emergency room. ¿nausea/vomiting and right upper quadrant pain; severity 10/10. Abdomen exam: soft, exquisitely tender to palpation left upper quadrant, ventral hernia palpable small hernia left lower quadrant at scar non reducible. Assessment/plan: recently status post hernia repair (B)(6) 2008, presents with nausea, vomiting, 10/10 abdominal pain. Admit.¿ (B)(6)2008: abdomen series with chest x-ray. ¿findings: surgical coils in keeping with prior hernia repair are again seen. Impression¿ ¿abdomen: nonobstructive bowel gas pattern without evidence of pneumoperitoneum.¿ (B)(6) 2008: CT a/p. Findings: abdomen:¿ ¿postoperative changes consistent with ventral abdominal or hernia repair are noted. Multiple abdominal tacks and surgical mesh are noted. Additionally, noted is a fluid collection 9.9 x 3.4 x 10.2 cm (transverse by ap by craniocaudal) anterior to the ventral mesh which appears largely hypodense. Fluid collection does demonstrate minimal surrounding soft tissue thickening and stranding. Ventral hernia mesh, however appears intact. No evidence of recurrent bowel herniation.¿ ¿impression: abdomen: postoperative changes consistent with ventral hernia mesh repair with moderately size fluid collection with associated subcutaneous stranding anterior ventral mesh. This may represent postoperative seroma versus infected fluid collection.¿ inpatient hospitalization [hospitalization dates (B)(6) 2008] (B)(6) 2008: discharge. ¿discharge diagnosis: partial small bowel obstruction. Hospital course: pleasant elderly female who approximately 5 to 7 days, status post lap ventral hernia repair. She was having some intractable nausea and vomiting for approximately 3 days without a bowel movement prior to her admission from the emergency department on (B)(6) 2008. CT abdomen and pelvis was performed, which showed moderate grade small bowel obstruction. She was given adequate hydration and a bowel regimen and she was able to have a bowel movement several hours later. She was able to tolerate a regular diet before discharge and was passing flatus without nausea or persistent vomiting. On serial examination, her abdomen was soft, nontender, and nondistended with audible bowel sounds in all 4 quadrants. On hospital day #2, it was deemed that she had reached maximum benefit from her hospital stay, and was discharged home with continued instructions on taking her laxative medication and the importance of doing this especially while on percocet.¿ (B)(6) 2008: emergency room. ¿abdominal pain with distension, worsening over past day. Exam: gastrointestinal; upper abdomen tenderness and distension. Assessment/plan: abdominal distension, 10/10 pain, nausea. Discharge home.¿ (B)(6)2008: consultation-surgery. ¿complains of 20 hour increasing abdominal pain. Not lifting/straining at onset. Gradual worsening of pain. Associated nausea. Hot/cold flashes but no specific fevers. Assessment/plan: abdominal pain with CT of increased fluid but no obstruction and labs normal. Discharge home.¿ (B)(6) 2008: abdomen series with chest x-ray. ¿findings: abdomen: coils from a ventral hernia mesh repair are again noted.¿ ¿impression: abdomen: no evidence of obstruction, ileus, or pneumoperitoneum. Prior ventral hernia mesh repair.¿ (B)(6) 2008: CT a/p. ¿postoperative changes consistent with ventral hernia repair with mesh and tacks again noted. Fluid collection anterior to the ventral mesh is again noted and appears somewhat increased in size compared to prior now measuring approximately 12.1 x 7.0 x 10.2 cm, increased compared to prior measuring 9.9 x 3.4 x 10.2 cm. The amount of intraperitoneal fluid just deep to the ventral hernia mesh repair is also increased compared to prior exam. Right lower quadrant ascites and right paracolic gutter ascites is also increased in the interval.¿ ¿impression: abdomen: postoperative changes with ventral hernia repair with interval increase in size of anterior subcutaneous fluid collection as described above. Again, this may represent postoperative seroma or infected fluid collection. Interval increase in intraperitoneal fluid particularly within the regions just posterior to the surgical mesh and along the right lower quadrant.¿ ¿pelvis: moderate pelvic ascites, increased in the interval compared to prior exam.¿ (B)(6)2008: surgery office visit. ¿(B)(6) 2008 underwent an extensive and tedious lysis of adhesions of the colon and small bowel from a proceed mesh placed in 2005 for ventral hernia. This was subsequently replaced with dual mesh, which she returns today for follow-up visit. She states she is still having abdominal pain, which is different from the abdominal pain that she had previously. It is worsened by activity, but does not change when she eats. Nothing makes it better except for narcotic pain medications.¿ ¿exam: abdomen: soft, distended, due to seroma present over mesh, tender in the right upper quadrant and epigastrium on deep palpation cardinal sites visualized and seen to be without purulence or drainage. Assessment/plan: has had classic problems status post implantation of a proceed mesh - an ethicon product that was recalled recently because of problems with adhesions and fistulas. Today, in clinic, she has had reasonable weight gain and this is encouraging since it means that her small bowel is working and she is not having obstructive symptoms and we will continue to monitor her for this. She also has small amount of pain from what I believe to be the cardinal sutures therefore we have prescribed neurontin to help control...¿ explant preoperative complaints: (B)(6)2008: emergency room. ¿abdominal pain with distension worsening over past day. Abdomen: upper abdomen tenderness, distension. Assessment/plan: status post ventral hernia repair 2 weeks ago now with abdominal distension, 10/10 pain, nausea. Concerned for re-opening of hernia vs. Small bowel obstruction.¿ (B)(6)2008: abdomen x-ray. ¿impression: nonobstructive bowel gas pattern and no evidence of pneumoperitoneum.¿ (B)(6)2008: CT a/p. ¿impression: abdomen: mild interval enlargement of the diameter of the appendix. This finding is suspicious for acute appendicitis . Large fluid collection overlying ventral hernia mesh, unchanged. Moderate ascites, particularly underlying the mesh and within the right lower quadrant, increased.¿ ¿pelvis: moderate ascites.¿ (B)(6)2008: consultation. ¿assessment/plan: abdominal pain over seroma. Admit to dr. Xx. Intravenous fluid bolus. Ertapenem. Pain control. Serial abdomen exams.¿ (B)(6)2008: preoperative diagnosis. ¿appendicitis. Mesh infection.¿ (B)(6)2008: history. ¿... 61-year-old female who has had a previous repair of ventral hernia with proceed mesh and then with subsequent laparoscopic mesh repair. She has had failure to thrive with difficulty maintaining her nutritional status with multiple episodes of nausea and vomiting.¿ ¿CT scan showed that there was free fluid in the abdomen along with a large seromata 9 cm above the previous mesh repair. Furthermore, they noted that there was an enlarged appendix consistent with appendicitis. As a result, we took her for exploratory laparoscopy, which then got converted to a laparotomy .¿ explant procedure: lysis of adhesions (>4 hours). Open appendectomy. Excision and explantation of previous 2 mesh repairs (2 hours). Complex abdominal reconstruction with implantation 16x20 cm alloderm prosthesis. Non-anatomic liver resection (2x2x5 cm from medial aspect of left lateral segment). Primary closure of small intestine serosal injury. Primary closure of colonic serosal injury. Primary closure of gastric serosal injury. Resection of greater omentum. Diagnostic laparoscopy. Double layer primary closure of small intestine enterotomy. Explant date: (B)(6)2008 [hospitalization dates (B)(6) 2008] wound classification: unknown. Findings: [not provided]. Operative report: ¿we commenced with peri-umbilical hasson technique entry into the peritoneum and insufflation once a 10 mm port was placed. We then examined the area with a camera and noted multiple adhesions, foul turbid fluid, and as a result we aborted laparoscopic approach and converted the case into a full midline laparotomy incision. The difficulty with the case became apparent once we noted that the old proceed mesh was adherent to all underlying structures including small bowel, large bowel, stomach and liver. As a result, we carefully lysed adhesions from these entire contents to the mesh carefully over the proceeding 4-5 hours. This was successfully completed. We did have to take a 2x2x5 cm cuff of liver which we hemostasis [sic] satisfactorily; however, this was quite adherent to the mesh removed. Furthermore, we did encounter 1 enterotomy into small bowel, which we repaired primarily with interrupted silk popped sutures. Tedious dissection of the proceed mesh also caused a 2 cm serotomy in the stomach, which we repaired primarily by #3-0 silk pops as well. We also found a serotomy over the transverse colon, which we repaired with interrupted silk pop sutures, which we used to imbricate the serotomized portion. We then proceeded with the lysis of adhesions carefully identifying all abdominal structures and noting no other pathology. Once we explanted the previous 2 mesh , we then turned our attention to the right lower quadrant and identifying the appendix which seemed engorged and slightly enlarged, as a result we did appendectomy by crushing the base of the appendix, and tying it off with a silk tie #2-0, and then tying off the mesoappendix as well. We then buried the stump of the appendix using a vicryl suture. We then obtained 16x20 cm alloderm mesh, which we fastened to the fascia in an interrupted fashion maintaining tension upon this mesh at all times. T his was secured to the fascia using interrupted prolene sutures. Prior to the final closure, we did confirm instrument count and then we proceeded with closing the muscle layer above the alloderm mesh layer in an interrupted fashion in order to more easily oppose the skin above. We did lay 2, #10 flat jp over this muscle layer and 1, #10 flat jp under this muscle layer, but above the alloderm mesh. We then irrigated the wound copiously and then closed the wound with vertical mattress sutures and staples.¿ (B)(6)2008: pathology. ¿tissue: 1: abdominal wall mass. 2: explanted mesh. 3: appendix.¿. ¿part one received fresh designated "abdominal wall mass" and consists of a 4.1 x 2.0 x 1.1 cm mottled yellow-red, lobulated portion of fatty tissue which harbors a 1.5 x 1.6 x 1.6 cm smooth, thin- walled, cyst-like structure that contains red brown, clotted blood. There are chalky yellow areas involving the fatty component.¿ ¿part two is received fresh and is designated "explanted mesh". The specimen consists of a 42.5 x 10.0 x 4.0 cm fragment of diffusely hemorrhagic and fibrotic adipose tissue with attached 31.0 x 6.0 cm pink-tan, flexible, thin, foreign material attached with multiple metal screws. The site of the soft tissue opposite the attached foreign material is remarkable for an attached 7.5 x 2.3 x 1.4 cm portion of red-brown soft tissue which is grossly consistent with liver. The visible capsule is smooth and glistening with the exception of the portion adhesed upon the adipose tissue. This fragment is serially sectioned to exhibit a grossly unremarkable, red-tan cut-surface, with no masses or lesions grossly identified. The remaining soft tissue is serially sectioned to exhibit focal fat necrosis and diffusely embedded blue mesh material. However, no masses or lesions are grossly identified.¿ ¿please note that the foreign material/mesh is to be returned to the manufacturer as requested per requisition.¿ ¿part three is received in formalin and is designated "appendix". The specimen consists of an 8.2 cm long vermiform appendix with a diameter which ranges from 0.9 cm proximally to 1.6 cm distally, with attached adipose tissue. The serosa is tan with diffuse fibrous adhesions. The margin is inked and the specimen is serially sectioned to exhibit a wall thickness which ranges from 0.1 to 0.4 cm and a lumen which ranges in diameter from 0.4 to 0.7 cm. The lumen contains a semi-solid, green-brown material and is lined by tan, grossly unremarkable mucosa.¿ ¿note: microscopic examination substantiates the below cited diagnosis. Diagnosis: peritoneum, abdominal wall ¿mass¿, biopsy: fibrosis and fact necrosis. ¿mesh¿, explant: fibrosis and fat necrosis. Segment of liver parenchyma with no pathologic abnormality. Appendix, appendectomy: no pathologic abnormality.¿ (B)(6)2008: discharge. ¿hospital course:¿ ¿findings at the time of surgery were appendicitis with mesh infection. Specimens were sent to include fascia mesh in [sic] the appendix.¿ ¿it was noted in the postoperative period on (B)(6)2008, that the patient's hemoglobin and hematocrit dropped to proximally [sic] 6 and 20 respectively, for which she received packed red blood cells. Patient's hemoglobin/hematocrit continued to improve throughout her hospital course without need for additional transfusions. Patient had several microbiology samples sent for analysis to include the peritoneal fluid and also portion of the abdominal wall. Both specimens demonstrated no bacteria; however, the peritoneal fluid did demonstrate 1 colony of staph epidermidis. Also noted in a separate peritoneal fluid specimen were a few staphylococcus lugdunensis, and a few presumptive candida parapsilosis. Patient was started (B)(6)2008, on 1 g every 24 hours of ertapenem. It was determined, at the time of discharge that the patient would not require home antibiotic therapy after receiving 7 days of ertapenem. The patient's jp drains placed in the operating room put out a moderate amount of serosanguineous fluid throughout her hospital stay, remove (B)(6)2008, without incident." ¿on the day of discharge, patient's extensive abdominal incision had its staples removed and these were replaced with steri-strips with tincture benzoin. Patient tolerated her surgery well and improved rapidly throughout her hospital stay. Patient's initial pain was well controlled and she was translated over to oral pain medications with good result. Patient was able to eat, drink, ambulate, and void without difficulty at the time of discharge.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05160870. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection and chronic pain. Additional event specific information was not provided.